Event description:
Healthcare professional reported a right side rupture via ultrasound. Device remains implanted.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, and short peripheral folds. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23jul2024.

Event description:
Later healthcare professional reported "retroglandular breast prostheses, with short peripheral folds without signs of capsular rupture" per MRI.